Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. The patient¿s father stated the patient was driving and did not feel well. At the time of event, it was indicated that the patient did not know what the cgm was displaying. The patient called for an ambulance and when they arrived, the patient was shaky, out of it and lightheaded. He stated he felt like he was going to pass out. The paramedics checked the patient¿s blood glucose and the value was 110mg/dl. They also checked his blood pressure which was elevated. The patient was taken to the hospital to have tests done and the results of the tests determined the patient was fine. Additionally, the patient¿s father stated the patient is a newly diagnosed diabetic and was learning the resorts to staying high then going low. There was no allegation against the device as the patient¿s father indicated that at the time of event, he was unsure if the dexcom was working. At the time of contact, the patient was doing fine. No additional patient or event information is available.